Event description:
It was reported that a female patient underwent a breast surgery with an unspecified mentor tissue expander and experienced deflation (unknown side) postoperatively. Deflation was observed during expansion process. At the time of this report, mentor has received no information regarding an expected explantation date. The reported lot number (B)(4) does not correspond to a finished medical device. Therefore, a manufacturing record evaluation (mre) could not be performed for the reported lot number. Since the report source is anvisa, health authority in (B)(6), mentor was unable to follow up for further detail regarding the event. If additional information becomes available in the future, a supplemental report will be submitted.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The reported lot number (B)(4) does not correspond to a finished medical device. Therefore, a manufacturing record evaluation (mre) could not be performed for the reported lot number. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).